Manufacturer narrative:
The returned lead was analyzed and the dislodgement allegation was not confirmed. The laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and had loss of capture. This lv lead was explanted. No additional adverse patient effects reported.